Event description:
A caller reported a malfunction on their pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur after resetting. The customer was informed they could continue using the pump and advised to call back if any issues returned, which the caller acknowledged and understood.